Manufacturer narrative:
Results - load cell.

Event description:
It was reported by svc report that the scale was not accurate and the bed exit was giving false alarms. No pt involvement or adverse consequences are reported.